Event description:
Hospital reports one patient developing dvt while a navilyst bioflo 5f PICC was in place. The PICC was located in the right basilic. The dvt was identified due to swelling and was verified with doppler. The patient was treated for the dvt with no further complications or injuries. Further event details are not available at this time. The hospital has been contacted and has been requested to provide additional information to navilyst medical.

Manufacturer narrative:
Although no used devices are being returned to navilyst medical for evaluation, the investigation into this event is still ongoing, with additional information expected to be received from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).